Event description:
Female developed a urinary tract infection which she claims to have been caused by the use of a condom. Customer normally uses non-spermicidal condoms and has never had a problem like this before.